Event description:
Information received indicates the left head siderail has a broken weld and will not latch.

Manufacturer narrative:
The hill-rom technician replaced the left head siderail to repair the bed.